Event description:
Synovitis. Bilateral knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013, from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren and lawrence grade 4, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2006, the pt initiated treatment with first course of intra-articular synvisc (hylan g-f 20), dosage regimen not provided, in both knees. The lot number for synvisc was not provided. On (B)(6) 2006, the pt developed synovitis of both knees. On an unspecified date, the pt underwent arthrocentesis and 20 cc of slightly turbid fluid was aspirated from both the knees (bilateral knee effusion 1+ in right knee and 2+ in left knee). The pt received treatment with intramuscular betamethasone for the events of synovitis of both knees and bilateral knee effusion. The action taken with synvisc treatment was not provided. The outcome for both the events was not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship of synvisc with the event of synovitis of both knees as definitely related and did not provide the relationship between synvisc and the event of bilateral knee effusion. Follow-up info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.